Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise leading to over-sensing. Programming changes were performed. The patient condition was stable.